Event description:
It was reported that patient underwent a reverse shoulder procedure utilizing a glenoid baseplate trial in 2009. During the procedure, the surgeon had difficulty fitting the baseplate trial over the steinman pin. The steinman pin advanced too far and punctured the patient¿s lung. Patient was reported to have a chest tube as a result. No further information has been reported to date.

Event description:
It was reported that patient underwent a reverse shoulder procedure utilizing a glenoid baseplate trial in 2009. During the procedure, the surgeon had difficulty fitting the baseplate trial over the steinman pin and the pin advanced further due to the patient's extremely soft bone. Additional information provided by the user facility stated that it would have been impossible for the pin to advance far enough to cause the puncture to the patient's lung.

Manufacturer narrative:
User facility filed report after receiving a faxed letter from biomet on september 23, 2009 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. This report filed october 14, 2009.

Manufacturer narrative:
A change was initiated in 2009, to expand through hole diameter. There were no other units outstanding as all units were within biomet control.this report filed november 24, 2009.

Event description:
It was reported that patient underwent a reverse shoulder procedure utilizing a glenoid baseplate trial in 2009. During the procedure, the surgeon had difficulty fitting the baseplate trial over the steinman pin. The steinman pin advanced too far and as a result, the patient¿s lung was punctured. Patient was reported to have a chest tube as a result. No further information has been reported to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation found component to be within appropriate design specification. Evaluation of the returned component confirmed the problem reported that the glenoid baseplate trial would not fit over the steinman pin. This report filed october 2, 2009.